Event description:
It was reported that the catheter was placed in a labor & delivery patient (pt) & was used successfully. The nurse attempted to remove the catheter & experienced difficulty. At which time, the anesthesiologist was contacted & attempted to remove the epidural. He met resistance & the catheter stretched in the process. He released some tension & again removed the catheter approximately 1 cm & the catheter snapped. It was noticed that the tip of the catheter had separated & was retained in the pt. An x-ray was performed & the tip was visible between l3 & l4. Pt was informed of the risk & told the retained piece might work itself out & was given the opportunity to transfer to another facility to correct the situation, but declined. She was released from the hospital & has had no complications. Pt had a follow up appointment a week ago & the sight was examined; there were no problems indicated. There was no delay in treatment, no pt death & no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.